Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) implant procedure the programmer screen froze and the user was unable to make any selections. It was noted that while attempting sensing and impedance tests the "sense" and "impedance" test boxes were selected, then threshold, amplitude and decrement were selected but this is when the screen froze. The programmer was powered down and rebooted then functioned normally. The programmer remains in use. No patient complications have been reported as a result of this event.